Event description:
During an in-clinic follow-up, increased pacing impedance, increased capture threshold and noise were observed on the right ventricular (rv) lead. Evocative maneuvers were performed but the noise was unable to be reproduced. The device was then reprogrammed as an interim resolution. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed, the right ventricular (rv) lead was capped and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.